Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing symptoms of heart failure and went to hospital. It was discovered that the right ventricular (rv) lead was fractured, had high/undefined pacing impedance, failed pacing, and noise. Reprogramming occurred and the lead was turned off. No further patient complications have been reported as a result of this event.